Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence, menorrhagia, and symptomatic. The patient experienced vaginal pain, mesh exposure, urinary incontinence, astrophic vaginitis, continued urinary tract infections, bleeding, pelvic pain, vaginal pressure and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh exposure, vaginal pain and worsening urinary incontinence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05175. The same patient is represented in each medwatch.